Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device battery was depletion faster then normal. A review by technical services (ts) noted that device data would be needed to confirm the allegation. It was noted that the patient had an atrial fibrillation (af) arrhythmia, and fast atrial sensing which could add extra power consumption. No adverse patient effects were reported. The device remains implanted.